Event description:
The customer reported that the AED was deployed during a rescue, but it didn't work properly. The customer confirmed the unit was rescue ready with a green rescue reading indicator before opening the lid of the AED. After opening the sealed electrodes package and placing them on the patient per the picture on the pads, the rescuer kept getting a message telling them to "peel off backing and place electrodes". The customer tried 2 sets of pads and had the same issue with both sets.

Manufacturer narrative:
Cardiac science has asked the customer to return the AED and pads for eval and to provide add'l info about the rescue.